Event description:
It was reported that the patient got infections from the implantable neurostimulator (ins) and the whole system was taken out. The patient got it put in (B)(6) 2011 and got an infection and it dislodged in (B)(6) and it had to be put in a new spot. The patient kept getting infections until they took it out. It was noted everything was supposed to be taken out but the ¿bracket thing¿ was left in but then taken out in 2013. It was noted that injections were not an option for the patient because there was nowhere to place the needed. It was further noted that the patient lost a bunch of muscle and tissue because it was infected so badly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(4) 2011, product type: lead. Product ID: ne u_ptm_prog, product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).